Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with cracked lcd window and cracked case display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2019 16:00:08 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(4). Crack in case. Pump not bumped or dropped. Crack is seen on: over display. Drive support cap appears to be damaged: no. No car accident. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (B)(6). Batch -(B)(4). On (B)(6) 2019 (B)(4). 17 pst ice batch user (batch_ice) (B)(4) complaint status: completed mdt initial contact: (B)(4): customer did not receive a replacement yet. Customer will return broken pump later. On 25.02.19 klh crack in case. Pump not bumped or dropped. Crack is seen on: over display. Drive support cap appears to be damaged: no. No car accident. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. Country: (B)(6) 2019 warranty start: 11/26/2014 warranty end: 11/25/2018 batch - (B)(4). On 03/26/2019 16:11:40 pst ice batch user (batch_ice (B)(4) hassd2 gfe: first reminder letter sent on the 26th march 2019. On 26.03.19 ddh gfe: customer did not receive a replacement yet. Customer will return broken pump later. On 25.02.19 klh crack in case. Pump not bumped or dropped. Crack is seen on: over display. Drive support cap appears to be damaged: no. No car accident. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. Country: (B)(6) 2019 warranty start: 11/26/2014 warranty end: 11/25/2018 batch - (B)(4). On 04/15/2019 17:38:01 pst ice batch user (batch_ice) (B)(4). Complaint status: completed mdt initial contact: (B)(4), gfe: second reminder letter sent on the 15th april 2019. On 15.04.19 klh gfe: first reminder letter sent on the 26th march 2019. On 26.03.19 ddh gfe: customer did not receive a replacement yet. Customer will return broken pump later. On 25.02.19 klh crack in case. Pump not bumped or dropped. Crack is seen on: over display. Drive support cap appears to be damaged: no. No car accident. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. Country: (B)(6) input date: 02/04/2019 warranty start: 11/26/2014 warranty end: 11/25/2018 batch - (B)(4).